Manufacturer narrative:
Additional narrative: (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Surgeon said the curved black handle ((B)(4)) in the apg plus instrument set does not sufficiently stabilize the glenoid sizer pin guides (multiple item numbers). He said there is "wobble" at the interface and potential for incorrect guide pin placement in the glenoid.

Manufacturer narrative:
Conclusion and justification status for MDR: the device associated with this report was not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the lot code required was not provided. Commercialized product development reviewed the drawings for the curved handle and the sizer pin guide for any obvious dimensional problems, none were detected. A two-year search of the complaint database did not identify a trend for the wobble condition. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Complaints will be monitored through post market surveillance sep (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.